Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 380 mg/dl. Customer¿s current blood glucose was 267 mg/dl. The customer also received with multiple insulin pump errors and reservoir was leaked past to the second o-ring. Customer is able to complete pump rewind. Customer performed a self-test and was passed. Customer reports the following symptoms related to their high blood glucose are nausea, difficulty breathing, dizzy, fatigue, and ketones. Customer treated for high blood glucose was bloused with the insulin pump. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set and insulin exited at the qr. Customer reported that, the insulin pump was exposed to moisture with insulin. Customer states there is fluid in the reservoir compartment. After performing reservoir leak test, insulin in reservoir leak at the bottom of the reservoir as the o-rings are being pushed up. Customer states the leak is past 2nd o ring. Customer advised to disconnect from the pump. Customer advised to change the reservoir. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis.